Event description:
The customer reported that the device had a defective internal battery. It was unknown how the issue was found. No patient or user harm reported. It was noted that the biomed confirmed the defective internal battery, and a replacement was ordered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer (fse) recommended replacement of the battery. The part(s) are currently on backorder. No other anomaly was reported. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. Based on information provided and/or service performed the reported issue was confirmed.

Manufacturer narrative:
It was reported that the device was in use at the time of the event. The patient was then moved to a different ventilator. No patient or user harm reported.